Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: event summary: the marking on the instruments is indistinguishable/not legible. No medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis visual examination: the bits were returned in the original package and examined. The visual examination revealed that the marking of easy explant bit25 - 45 mm ss w/szr pin ((B)(4) lot# 15916) and easy explant bit click-off 2.0-3.5mm pin ((B)(4); lot# 15922) was not well legible. The laser marking on the instruments is present, but due to the uneven bit surface, the laser marking is not well legible. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The surface of the device on the top/head is rough. Therefore, the laser marking was not ideally placed on the top/head. Changes to the manufacturing process of the easy explant bits have been implemented. To eliminate the root cause the surface of the device on the top/head is flattened. Further actions are not indicated as the function of the bits is not affected and identification of each device is given as item and lot number is marked on the shaft. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the original packaged easy explant bit click-off 2.0-3.5mm pin was found with indistinguishable marking.